Event description:
This case was initially received via regulatory authority ((b(6), reference number: (B)(4)) on 12-nov-2019. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy menstrual bleeding') and thyroid disorder ('thyroid problems') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), thyroid disorder (seriousness criterion medically significant), back pain ("lumbar pain"), headache ("severe headache"), alopecia ("hair loss"), tendonitis ("bilateral tendinitis in both lower limbs"), loss of libido ("non-existent libido"), visual impairment ("decreased vision"), gastrointestinal motility disorder ("intestinal transit (diarrhoea, constipation)"), asthenia ("asthenia"), weight fluctuation ("weight fluctuations"), increased tendency to bruise ("appearance of bruising"), tinnitus ("tinnitus in left ear") and gait disturbance ("difficult walking"). The patient was treated with physical therapy (physio for both legs to reduce the pain for the last year), surgery (total thyroidectomy) and varifocal lenses. At the time of the report, the menorrhagia, thyroid disorder, back pain, headache, alopecia, tendonitis, loss of libido, visual impairment, gastrointestinal motility disorder, asthenia, weight fluctuation, increased tendency to bruise, tinnitus and gait disturbance outcome was unknown. The reporter provided no causality assessment for alopecia, asthenia, back pain, gait disturbance, gastrointestinal motility disorder, headache, increased tendency to bruise, loss of libido, menorrhagia, tendonitis, thyroid disorder, tinnitus, visual impairment and weight fluctuation with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.